Event description:
It was reported that, after a tka surgery had been performed, the patient experienced an unspecified adverse event. The patient has neurological issues. A revision surgery was performed to explant gns ii cmt tib size 4 left. The patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the patient developed neurological issues which caused dislocation of knee and subsequent revision/¿all implants were taken out¿. Per correspondence, the surgeon was satisfied with the surgical outcome and did not fault the devices as the ¿implants were all normal/not the issue¿. It was also communicated that the requested medical documentation was not available. Reportedly, the root cause was the neurological issues and subsequent dislocation. The patient impact beyond the reported non-related neurological issues and revision/explantation of all devices could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to patient condition, traumatic injury or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.